Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that parts of the display screen text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was found to be torn from the up arrow to the ok button. The keypad cover was removed and contamination was found under all key contacts. The complaint that parts of the display screen text was missing was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).